Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an alarm for "cassette not attached properly." Functional testing included use testing. The pump was tested with a fluid filled cassette and functioned properly; no alarms were displayed. The cassette was removed and the latch was closed and no error messages occurred. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.